Manufacturer narrative:
On 11/11/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was found with no apparent damage. Leak testing was performed and no leak sites were detected. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered bilateral rupture post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.